Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Right colon ca. Were there any issues in regard to device performance in the initial procedure? No. Were there any issues with staple formation throughout the patient¿s care? If so, please explain. No. Was the site of the leak identified? If so, was staple line disruption found? Leak site not identified but probably at staple line (fyi, dr usually reinforce staple line with pds for his colectomy procedure). Was the patient at home or in the hospital when issues occurred? At hospital. Would the surgeon like to speak with ethicon medical and engineering (translation is available)? No. Will an autopsy be performed? If so, can the results be shared? No autopsy. Why does the surgeon believe that the leak is from the staple line? Noticed a hole along the staple line but he is unsure if it is due to staple problem or other factors that affected the wound healing. Can you confirm if pds was used to reinforce the staple line in the procedure? Yes he used pds. Is the doctor alleging deficiencies against any other ethicon products used in this procedure? No.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: did the surgeon allege that the sepsis incident was due to the ntlc75/sr75: he said that could be one of the factors by mentioning it is anastomotic leak but couldn¿t pin point for sure it is due to stapler. It is highly likely. Were there any issues in regard to device performance in the initial procedure? No was the patient at home or in the hospital when issues occurred? Still warded when issues occurred. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues with staple formation throughout the patient¿s care? If so, please explain. Was the site of the leak identified? If so, was staple line disruption found? Would the surgeon like to speak with ethicon medical and engineering (translation is available)? Will an autopsy be performed? If so, can the results be shared?

Event description:
It was reported that the initial procedure was a right hemicolectomy procedure. The device was used with a blue setting. The patient experienced sepsis and severe abdominal pain on day 5 post-op. The patient was pushed into ot for emergency procedure. The doctor created a stoma. A few days later the patient passed away.